Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. The rhythm was detected in the ventricular tachycardia (vt) zone at 190 beats per minute (bpm). The atrial capture could not be confirmed on the stored electrogram (egm). Further review was recommended. It was recommended the patient have an in-clinic review to assess atrial lead measurements. The ICD and this right atrial (ra) lead remain in service and no adverse patient effects were reported.